Manufacturer narrative:
Field service engineer was dispatched. Service performed preventive maintenance, which included replacing the ratio pump. Although multiple parts were replaced, the fse believes the primary failure mode was the ratio pump, which would match the symptoms experienced by the customer. The manufacturer's reference # for this event is (B)(4).

Event description:
The dxc 600i generated false high na (sodium), k (potassium), cl (chloride), co2 (carbon dioxide) and/or calc (calcium) results for 3 patient samples. Results were not reported out of the lab. When the issue was noticed, the samples were repeated (either on the same or an alternate dxc in the lab). These results were reported. Low level na qc prior to the event had shifted 6 mmol/l higher than the previous point (and was 5 mmol/l above the mean), but was within the lab-established range. Mid and high level qc was within range. Pro-service does show some qc imprecision in the days prior to the event.

Manufacturer narrative:
Additional information: the ratio pump was returned to beckman coulter for evaluation and testing revealed that the ratio pump leaked air into the buffer chamber during operation. Testing confirmed that the failure mode for this event was the ratio pump.